Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the physician encountered difficulty advancing the enroute arterial sheath and a dissection was identified at the sheath tip. An additional unplanned stent was used to ensure the lesion and dissection was covered. The procedure was completed successfully with no health consequences or impact.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.